Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the cardiac monitor recorded false atrial fibrillation episodes. The device was reprogrammed and remains implanted. No patient complications were reported as a result of this event.